Event description:
The customer reported that their caregroups failed to alarm for a patient that went into cardiac arrest.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) pulled the audit logs for review. The audit logs were then reviewed and they indicated that the caregroups were working. It can be seen within the audit logs that pop ups from room 6 were being transferred to room 4. The alarm conditions from room 6 were however being silenced which would then end any alarm annunciation within room 4. After the alarm is silenced the alarm strip at the top of room 4's monitor still appears in the color of the alarm. There was no malfunction of the philips system. The tc informed the customer that the caregroups were working and that the only reason pop ups were not being seen in other rooms was due to the alarms being silenced shortly after being generated. The pop ups were closing upon the silence of the alarms.

Event description:
The customer reported that their caregroups failed to alarm for a patient that went into cardiac arrest.